Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited untreated events of oversensing noise, led to an inappropriate electric shock. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.